Event description:
It was reported that signal loss occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced signal loss which occurred on the day the sensor was inserted into the arm. On the day of the event, the patient received an out-of-range alert around 8pm. After a few minutes, the patient then received a signal loss alert. The patient cannot recall her last known cgm (continuous glucose monitor) value prior to the signal loss. The patient then suddenly passed out and broke two nails during this event. The patient¿s son treated her with glucose tablets, glucose gel, and soda. He also tested the patient¿s bg (blood glucose) meter reading, which was low mg/dl while the cgm was still in signal loss. The patient¿s son called for an ambulance. Once ems (emergency medical services) arrived, the patient¿s bg meter reading was 40 mg/dl and by this time, the patient sensor had failed. Ems treated the patient with glucose gel and a glucagon injection. After treatment, the patient¿s bg meter reading rose to 197 mg/dl. The patient declined to be transferred to the ER (emergency room) and was fine at the time of the report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a wearable failure occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share log was performed and signal loss was not found within the investigation window. However, it was found that a wearable failure was found in connection to the reported allegation. The probable cause was determined to be very low count aberration. No additional patient or event information is available.